Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions , device embolization is a known potential adverse event associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the valve into the atrium, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified mitral leaflets, preserved ejection fraction, and loss of pacing capture. The sapien valve is indicated for use in the aortic position only, therefore the thv training manuals and IFU do not provide instructions regarding deployment in the mitral position. In this case, the exact cause of the embolization is unknown. However, it was indicated that the team was considering post dilating or using a larger valve, however, were concerned about causing a rupture. No corrective or preventative actions are required at this time.

Event description:
It was reported that this patient received a 26mm sapien valve via ta approach in her native mitral valve. It remained in place for 45 minutes before migrating to the left atrium. The sapien valve was surgically removed from the patient and she is currently recovering. The valve was placed 50:50 in the mitral valve. The native mitral valve was extremely calcified. The exact dimensions of the mitral valve are not available, but the greatest measurement was 26mm circumferential, where there was a large amount of calcium. The patient was prophylactically placed on bypass prior to the start of the procedure. A sapien valve was also placed in the aortic position with no complications. Post deployment in the mitral position, they were taking photos and pressors measurements. It was from the imaging that they noticed that the valve continued to move a little farther up into the atrium, before it finally embolized. They are unsure of the exact cause of the valve embolization. They were considering that they should have post dilated or used a bigger valve. This was not done as they were worried about causing a rupture.